Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported fracture of the pt bone. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
After the replacement surgery, medial condyle fracture occurred when the pt bent the knee in everyday life. According to the doctor, the fracture occurred because excessive stress was applied to the knee joint.